Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing threshold and pacing impedance measurements at one month post-implant. The physician reported difficulty during the implant procedure when inserting the ra lead terminal pin into the header of the cardiac resynchronization therapy defibrillator (crt-d). It was suspected that the abnormal lead measurements were due to an underinserted terminal pin, and an x-ray of the device header was provided to a boston scientific technical services consultant for evaluation. Sensing on the ra lead remained good, so no intervention was planned at this time. No adverse patient effects were reported. Boston scientific received additional information that a revision procedure was performed approximately two months later. It was reported that the ra pacing impedance measurements were greater than 3,000 ohms prior to the procedure. The ra lead was removed from the device and was then re-connected, and the pacing impedance measurement was normal at 880 ohms. The pacing threshold measurements also improved to normal values. Sensing had remains stable before and after the revision. It was not confirmed if the lead had been fixed by the setscrew, as no tug test was performed before the setscrew was loosened, but an x-ray clearly indicated the ra lead terminal pin had been underinserted into the device header. The lead and device remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.